Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred. The customer was unable to load a new cartridge. It was also reported that an occlusion alarm occurred. A replacement pump was sent to the customer. Customer¿s blood glucose value was 114 mg/dl.